Event description:
It was reported that the introducer sheath separated during use. The sheath was removed from the pt when it was noticed that he was losing blood. A transfusion wasn't necessary and there were no pt complications.